Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a 2.50x20mm taxus express 2 drug eluting stent in the calcified lesion located in the circumflex (cx). The stent kinked when the physician tried to cross the lesion. The procedure was completed with another of the same device. The patient status is stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.